Event description:
Boston scientific received information that, during the implant procedure, this right ventricular (rv) lead and pacemaker exhibited out of range (oor) pacing lead impedance greater than 2000 ohms. The threshold and sensing values measured were stable. All connections were tested and determined that the lead was in the device header correctly. A local boston scientific field representative indicated knowing that this rv lead's pli values can be out to 2000 ohms and the physician was fine with it. A boston scientific technical services (ts) representative discussed close lead monitoring and recommended attempting another position for the lead. The field representative stated that the physician chose to leave the lead as is. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.